Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a pocket revision procedure due to a post-implant hematoma. The patient was stable and discharged post procedure.